Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) on 04-jun-2019 because they were not able to initialize the atellica solution after powering down the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site to inspect the instrument at 7:30 am on 04-jun-2019. The cse observed that the instrument was not completing the normal boot up sequence. Siemens determined the vessel movement module (vmm) lost connection to a connected atellica chemistry module due to an issue with the bootloader firmware, which was subsequently resolved. The cse attempted to manually reset the track without success, powered down the instrument, and reseated several connectors along the track. Then, the cse powered up the instrument and the track system initialized as intended. The cse also opened the front cover (guard) of the vmm to adjust the latches, allowing the instrument to complete the normal boot up sequence. The cse returned the instrument to operation at 12 pm on (B)(6) 2019, and the alternate atellica solution, mentioned in MDR 2432235-2019-00204, was operational at 8 am on (B)(6) 2019. The patient expired on (B)(6) 2019. Siemens medical affairs representatives evaluated the information provided by the customer. The test panel ordered on this patient sample appeared to be a basic metabolic panel, which is a commonly ordered set of tests for triage in critical patient care and was not ordered with a stat turnaround. The customer did not allege that any test results were discrepant. It is siemens' understanding that the delay in releasing results was apparent to the laboratory, allowing use of standard laboratory procedures for back-up testing during downtimes (for example: during maintenance, quality control or calibration issues, unexpected interruption, etc). The customer stated that patient samples were accessible and the laboratory had an alternate instrument (dimension vista). The co2 result, per siemens understanding of clinical practice, would be used in conjunction with electrolytes, blood gas and other testing results, as well as clinical presentation, in the assessment of acid-base status. It is also siemens understanding of clinical practice that a constellation of clinical, laboratory, radiologic, physiologic, and microbiologic data is typically required for the diagnosis of sepsis and septic shock. Siemens is filing this MDR in an abundance of caution. The instrument is performing within specifications. No further evaluation of this device is needed. MDR 2432235-2019-00204 was filed for atellica solution with serial number (B)(4) at the customer's site.

Event description:
On 04-jun-2019, the customer contacted a siemens customer care center. The customer reported that they powered down an atellica solution to access patient samples in an attempt to complete a test that was not running and could not get the system operational afterwards. It was reported to siemens on 07-jun-2019 that a patient expired due to septic shock on (B)(6) 2019; the customer alleged the patient expired due to delayed results as two of their atellica solutions were not operational for several hours on (B)(6) 2019. The customer indicated that the sample was not a stat sample. It is siemens understanding that the customer was able to access the affected patient sample when the customer was not able to process the patient sample on the atellica solutions, and a functional dimension vista instrument was available for the customer to process the sample. The customer reported that the patient sample was tested for glucose, urea nitrogen, creatinine, sodium, potassium, chloride, calcium and carbon dioxide (co2) on the atellica solution with serial number (B)(4) on (B)(6) 2019 and that the patient expired on (B)(6) 2019. The customer indicated that the results were reported to the physician(s) and the co2 test result of <10 meq/l was low. The customer did not allege that any test results were discordant. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and haven't been verified. This MDR pertains to the same patient referenced in MDR # 2432235-2019-00204.